Event description:
Meter was reading inaccurately high. The pt obtained a result of 203 mg/dl on the reported meter while having no symptoms of high or low blood glucose level. The husband said that the pt did not realize the meter was reading in mg/dl instead of mmol/l; the pt misinterpreted the result to be mmol/l. The pt called her nurse and the nurse visited the pt. The nurse did not examine or test with the reported meter, but took note of the readings the pt had noted in her record book. The nurse advised the pt to take "an extra tablet" if she continued to have high readings. During troubleshooting, the customer care rep (ccr) discovered that the meter was set to mg/dl instead of mmol/l. The husband confirmed that the meter had previously been set to the correct units of measurement and denied that the pt had changed the units of measurement in the meter readings. The meter, test strips, and control solution were replaced.